Manufacturer narrative:
Complaint no: (B)(4). Phone number: (B)(6). The lot was manufactured may 15, 2014 ¿ may 16, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured during infusion. There was approximately one day's worth of solution left to infuse when the reservoir ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.